Event description:
It was reported that during a water vapor therapy, the needle retraction button failed after the last procedure was completed. The physician pulled the nose cone and manually retracted the needle. After the device was withdrawn, it was observed that the needle was not fully retracted. There was no pain nor substantial bleeding reported. There were no patient complications.